Manufacturer narrative:
Correction: section d has been updated to reflect the correct primary product. The three 8mm vessel sealer extend instruments used in the procedure are listed below: batch/lot number: l17250508-0366, part number- 480422-3. Batch/lot number: k15250503-0051, part number-480422-3. Batch/lot number: k15250503-0010, part number-480422-3. 26-sep-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the vessel sealer was unable to be manipulated by the surgeon, and an emergency instrument release was used to release it. They stated no faults in the log with the robot overnight prior to start of procedure. The vessel sealer was replaced. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration is consistent with the reported event and is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer in universal surgical manipulator (usm) 4 would not move. Customer used the grip release slider on two different vessel sealer instruments as they stopped working/responding to movement. Site is going to swap out the patient side cart (psc) mid case so they can finish the case. The customer is planning to convert to another psc to complete the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.